Manufacturer narrative:
The specimen was collected in a 3ml, bd tube. Qc was within assay range before and after the event. A field service engineer (fse) was dispatched. The fse inspected the instrument and found no issues. Based on raw data, the sample runs have abnormal cells such as blasts, nrbcs, metamyelocytes and myelocytes. However, the histograms do not show significantly abnormal patterns. All populations are tight and have normal shape. There are a few events in high dc (volume) region and populations are relatively close to others, but they were not severe enough to trigger suspect flags. The algorithm did not set suspect flags because the histograms do not show significantly abnormal patterns. Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc, (bci) reporting that the coulter lh500 instrument failed to provide instrument flags for blasts, nrbcs and other immature cells for the initial sample run of a patient. A manual smear review confirmed the presence of these cells. The sample was refrigerated and repeated the following day and instrument-generated flags and suspect messages were obtained. No erroneous results were reported out of the lab. There was no death or injury. No effect to patient treatment was associated with this event.